Event description:
Twister lines separated at venous connection above the disk. Pt lost approx 500cc blood. Rn observed blood "shooting from lines and stopped pump and clamped lines". Stat hgb 11.8 after incident. Hgb 13.5 in 2008. Patient denied complaints. Assessed by md. It given 500cc normal saline. Discontinued with blood pressure 120/52 - blood pressure before incident 115/53.